Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. The rail was visually inspected. It was fractured in two pieces. The parts were analyzed for structural and material inconsistencies. The rail fractured due to bending fatigue. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which a broken rod was removed. The patient reportedly had a broken rod approximately 24+ months post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings. Device evaluation in process.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which a broken rod was removed. The patient reportedly had a broken rod approximately 24+ months post-op. Revision surgery took place (B)(6) 2016.